Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ("ablation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation in 2014. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("I still have periods"). At the time of the report, the endometrial ablation and menstrual disorder outcome was unknown. The reporter considered endometrial ablation and menstrual disorder to be related to essure. The reporter commented: plaintiff stated that she had no fibroids before the ablation and the ablation failed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: quality safety evaluation of ptc (product technical complaint). Reported event term updated from "heavy periods" to "I still have periods". After company internal review the event endometrial ablation was upgraded to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.